Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the cursor and pen was calibrated, and then a software upgrade was performed. (B)(4).

Event description:
It was reported that the cursor position did not coincide with the pen position on the screen. The programmer was returned for servicing. There was no patient involvement.